Manufacturer narrative:
In the case description, the user states the device delivered an unprogrammed bolus of 0.9 units while the device was locked and in the user's pocket. The device was received for investigation. The log files downloaded from the device did not contain log files from the date of occurrence due to continued use of the device, causing old log files to be overwritten. The user uploaded log files from the date of occurrence to the cloud. Inspection of the cloud audit files confirmed that the device delivered a 0.9 unit bolus. Inspection of the cloud log files showed that the user opened the bolus calculator menu to program a bolus. The log files then show that a bolus adjustment volume of 0.9 units was applied to the bolus calculator. The user was prompted that the adjusted total bolus exceeded the max bolus and the user confirmed the bolus delivery. Based on the investigation, the system was found to function as intended with no evidence of unprogrammed boluses. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 0.9 units of insulin. The patient's blood glucose level (bg) was around 81 mg/dl.